Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any deficiency or anomaly noted prior to using reservoir? Was the issue noted with a new device during first its first activation? If not, how many times was it reactivated before the issue was noted? Event date; procedure name. Additional following information was obtained: "it was reported by the sales rep that, after an unknown procedure, the reservoir was not able to suction waste fluid although it had been used in a same way as usual. The lot number is jt8300. Further details are not provided from the hp. When we send the sample to you, we will enter its return date and tracking number into (B)(4). There were no adverse consequences to the patient.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the reservoir was connected to a drain. After the procedure, the reservoir was not able to suction waste fluid although it had been used in a same way as usual. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 12/09/2016. Additional information : d10. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Lock does not work due to the latch of the plate was broken. After analysis, it was found that the latch was broken possibly by final user handling after the manufacturing process was completed. Root cause could not be determined due to it was not possible to know when the latch was broken.

Manufacturer narrative:
Date sent to the FDA: 10/21/2016. Additional information was requested and the following was obtained: was there any deficiency or anomaly noted prior to using reservoir? No, there was not. It was being used as usual. Was the issue noted with a new device during first its first activation? No information. If not, how many times was it reactivated before the issue was noted? No information. Event date unknown. Procedure name unknown.